Event description:
It was reported that the patient¿s device was not working as well. After a day of routine activity, like washing clothes, by the time the evening arrived the patient was hurting so bad that she had to take a pain pill. This had been ongoing since implant. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(6), product type programmer, patient. (B)(4).